Event description:
It was reported that the patient presented to the hospital after a notifier was delivered for charge time limit reached was received. Multiple attempts to perform a capacitor maintenance were unsuccessful, and a crackling sound was heard during these attempts. Device was explanted and replaced. Patient condition is good.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The hv capacitors were returned to the manufacturer for further analysis and an internal capacitor anomaly was determined to be the cause of the extended charge time.